Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing, clear passage testing, and pressure testing were performed and passed successfully with no issues noted relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed from a one-link device at the beginning of a blood transfusion. The infusion was immediately stopped, and the link was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.